Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not generate an alarm when the device displayed an arrhythmia of asystole. Philips is considering this event to be a serious injury because there was a delay treatment being delivered to the patient. Despite the delay in treatment, the device did deliver shock to the patient, which converted the arrhythmia into a normal sinus rhythm. A hospital's biomedical engineer evaluated the device and was unable to duplicate the symptom. There was no request for a field service engineer (fse) onsite visit and there was no request for technical support regarding this allegation. The customer refused service and repair and notified philips to report the issue for documentation purposes. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. No parts were replaced. The device passed all performance assurance tests, was sequestered, removed from service. And remains at the customer site. No conclusion can be drawn as the customer declined to have the equipment evaluated. The available information from this report does not support that this symptom represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not generate an alarm when the device displayed an arrhythmia of asystole. Philips is considering this event to be a serious injury because there was a delay treatment being delivered to the patient. Additional information has been requested.